Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The neuromonitor basic kit was returned for evaluation: device history record (DHR): based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed. No visible damage to the millar sensor or connector; catheter material has slight kink. Icp express reads 536. The device passed electronic, noise, linearity/hysteresis, and signal drifts tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due probe connector housing is impacted by external force

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A facility reported the icp microsensor could not be detected during procedure (pre-testing); before used on the patient. The procedure was completed with a replacement product with no surgical delay and no adverse consequences for the patient.